Event description:
It was reported that the user experienced high blood glucose while using the ilet and attempted to treat the hyperglycemia by entering multiple meal announcements as corrections; the agent explained the correct procedure for future management, and the event was associated with an improper method and involved the user interface. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem involving an incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.